Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there were small amounts of essure implants left in bothright and left tubes at these portions") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, dyspareunia, dysmenorrhea, vaginal delivery (2), parity 2, gravida ii, overweight, pelvic pain female, chronic pain and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criteria medically important and intervention required). The patient was treated with surgery (bilateral salpingectomies.). Essure was removed on (B)(6) 2016. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2016 from (B)(6) 2018 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.299 kg/sqm. [Pathology test] (date unknown): surgical pathology report: clinical diagnosis: dysfunctional uterine bleeding, chronic pain syndrome, essure. Specimen: 1.left and right tube with essure. 2. Endometrial curettage. Diagnosis: 1. Left and right fallopian tube segments with essure, bilateral tubal ligation (a): complete cross section of fallopian tubes with paratubal cysts. 2. Endometrial curettage (b): benign proliferative pattern with rare stromal plasma cells. See comment. Fragments of benign endocervical tissue. No endometrial hyperplasia or carcinoma identified. Gross:left and right fallopian tube with essure: a metal wire identified on the container. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 06-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3530 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there were small amounts of essure implants left in bothright and left tubes at these portions") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of menometrorrhagia, dyspareunia, dysmenorrhea, vaginal delivery (2), parity 2, gravida ii, overweight, pelvic pain female, chronic pain and dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, 2801 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomies.). At the time of the report, the outcome of the event was unknown. The reporter considered device breakage to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2016 from (B)(6) 2018 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 29.299 kg/sqm. [Pathology test] (date unknown): surgical pathology report: clinical diagnosis: dysfunctional uterine bleeding, chronic pain syndrome, essure. Specimen: 1.left and right tube with essure. 2. Endometrial curettage. Diagnosis: 1. Left and right fallopian tube segments with essure, bilateral tubal ligation (a): - complete cross section of fallopian tubes with paratubal cysts. 2. Endometrial curettage (b): - benign proliferative pattern with rare stromal plasma cells. See comment. - fragments of benign endocervical tissue. - no endometrial hyperplasia or carcinoma identified. Gross:left and right fallopian tube with essure: a metal wire identified on the container. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records device breakage (10012575). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. Medical history & lab data added including pathology test .reporter information added. Product indication added . Event updated as device breakage . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2018, 3530 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.